Event description:
Patient with previous history of chronically infected heartware device, exchanged to heartmate 3 due to thrombosis, was admitted for 6th infection-related hospitalization (total on both devices). Patient's recent surgical wound presents now with dehiscence, and cultures growing high grade methicillin-resistant staphylococcus aureus (mrsa), multi-drug resistant enterobacter, klebsiella, and candida albicans. Surgical incision and drainage was required. Patient was discharged with vacuum-assisted closure (vac) dressing, vancomycin and zosyn.